Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmunediseases occurred') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included basedow's disease, infection induced asthma and body mass index normal. Previously administered products included for an unreported indication: contraceptives. Past adverse reactions to the above products included adverse reaction with contraceptives. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adverse event ("different kind of symptoms"), endometriosis ("endometriosis"), dysmenorrhoea ("pain sometimes a couple of days in connection with menstrual bleeding"), ovulation pain ("abdominal pain during time of ovulation"), nausea ("nausea without a reason"), dyspepsia ("pyrosis"), gastrooesophageal reflux disease ("reflux"), gastrointestinal disorder ("intestinal symptoms"), feeling abnormal ("brain fog"), paraesthesia ("tingling in hands"), hypoaesthesia ("numbness of fingers"), increased tendency to bruise ("easily occurred bruises"), hypersensitivity ("allergy"), breast pain ("pain/soreness of breasts"), premature menopause ("early menopausal symptoms"), polymenorrhoea ("shorten of menstrual cycle"), ovarian cyst ("liquid collections/cyst in left ovary"), acne ("pimples"), hair growth rate abnormal ("hair growth") and oedema peripheral ("lower limb edema") and was found to have hormone level abnormal ("hormonal symptoms"). The patient was treated with surgery (essure removal (opening of tube and cornu). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, adverse event, endometriosis, dysmenorrhoea, ovulation pain, nausea, dyspepsia, gastrooesophageal reflux disease, gastrointestinal disorder, feeling abnormal, paraesthesia, hypoaesthesia, increased tendency to bruise, hypersensitivity, hormone level abnormal, breast pain, premature menopause, polymenorrhoea, ovarian cyst, acne, hair growth rate abnormal and oedema peripheral outcome was unknown. The reporter provided no causality assessment for acne, autoimmune disorder, breast pain, dysmenorrhoea, dyspepsia, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, hair growth rate abnormal, hormone level abnormal, hypersensitivity, hypoaesthesia, increased tendency to bruise, nausea, oedema peripheral, ovarian cyst, ovulation pain, paraesthesia, polymenorrhoea and premature menopause with essure. The reporter considered adverse event, endometriosis and pelvic pain to be unrelated to essure. The reporter commented: samples and removal questionnaire were sent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmunediseases occurred') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included basedow's disease, infection induced asthma and body mass index normal. Previously administered products included for an unreported indication: contraceptives. Past adverse reactions to the above products included adverse reaction with contraceptives. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adverse event ("different kind of symptoms"), endometriosis ("endometriosis"), dysmenorrhoea ("pain sometimes a couple of days in connection with menstrual bleeding"), ovulation pain ("abdominal pain during time of ovulation"), nausea ("nausea without a reason"), dyspepsia ("pyrosis"), gastrooesophageal reflux disease ("reflux"), gastrointestinal disorder ("intestinal symptoms"), feeling abnormal ("brain fog"), paraesthesia ("tingling in hands"), hypoaesthesia ("numbness of fingers"), increased tendency to bruise ("easily occurred bruises"), hypersensitivity ("allergy"), breast pain ("pain/soreness of breasts"), menopausal symptoms ("early menopausal symptoms"), polymenorrhoea ("shorten of menstrual cycle"), ovarian cyst ("liquid collections/cyst in left ovary"), acne ("pimples"), hair growth rate abnormal ("hair growth") and oedema peripheral ("lower limb edema") and was found to have hormone level abnormal ("hormonal symptoms"). The patient was treated with surgery (essure removal (opening of tube and cornu)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, adverse event, endometriosis, dysmenorrhoea, ovulation pain, nausea, dyspepsia, gastrooesophageal reflux disease, gastrointestinal disorder, feeling abnormal, paraesthesia, hypoaesthesia, increased tendency to bruise, hypersensitivity, hormone level abnormal, breast pain, menopausal symptoms, polymenorrhoea, ovarian cyst, acne, hair growth rate abnormal and oedema peripheral outcome was unknown. The reporter provided no causality assessment for acne, autoimmune disorder, breast pain, dysmenorrhoea, dyspepsia, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, hair growth rate abnormal, hormone level abnormal, hypersensitivity, hypoaesthesia, increased tendency to bruise, menopausal symptoms, nausea, oedema peripheral, ovarian cyst, ovulation pain, paraesthesia and polymenorrhoea with essure. The reporter considered adverse event, endometriosis and pelvic pain to be unrelated to essure. The reporter commented: samples and removal questionnaire were sent. Most recent follow-up information incorporated above includes: on 1-nov-2019: indication, events (pain sometimes a couple of days in connection with menstrual bleeding, abdominal pain during time of ovulation, nausea without a reason, pyrosis, reflux, intestinal symptoms, brain fog, tingling in hands, numbness of fingers, easily occurred bruises, autoimmune disorder, allergy, hormonal symptoms, pain/soreness of breasts, early menopausal symptoms, shorten of menstrual cycle, liquid collections/cyst in left ovary, pimples, hair growth, lower limb edema) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included basedow's disease, asthma and body mass index normal. Previously administered products included for an unreported indication: contraceptives. Past adverse reactions to the above products included adverse reaction with contraceptives. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("different kind of symptoms") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal (opening of tube and cornu)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adverse event and endometriosis outcome was unknown. The reporter considered adverse event, endometriosis and pelvic pain to be unrelated to essure. The reporter commented: samples and removal questionnaire were sent. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.